Event description:
It was reported that a large volume intermate¿s bladder ruptured. The device had been filled with a non-baxter drug. The rupture was noted to have occurred at the end of infusion when there was approximately 10 ml of solution remaining. There was no report of patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4): this lot was manufactured from april 5, 2012 to april 6, 2012.a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.